Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was not confirmed. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 3.5 days (26jul2021 ¿ 30jul2021 per the timestamp). The log file captured power cable disconnect alarms throughout the log file; however, these are consistent with routine power source changes. The reported event date occurred on 29jul2021 and there are no atypical power cable disconnect alarms active within the log file. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit, if the power cable disconnect alarms resolved, and if any products will be returning to abbott; however, no response was given. The root cause of the reported event could not be determined through this analysis. Heartmate iii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the mpu was not provided.

Event description:
It was reported that the patient had power cable disconnect alarms when connected to batteries. The clips were changed. The patient then had the same alarm while connected to the mobile power unit (mpu). The patient attempted to change the controller, but became panicky and did not successfully change it out. The controller exchange attempt caused pump stops. The log file showed the power cable disconnects during routine power source changes on (B)(6) 2021 and (B)(6) 2021. The log file also captured driveline disconnects on (B)(6) 2021. There was no need for the controller exchange. It was the first time the patient had this kind of issue. The clips looked good, there were no bent or broken prongs. Related manufacturer report number of pump: 2916596-2021-04690; related manufacturer report number of controller: 2916596-2021-04691.